Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cardiac catheterization which showed high filling pressures despite diuresis and speed increases. The healthcare team was concerned that the patient's pump was not functioning properly and wanted to rule out an outflow graft obstruction. The patient had a CT scheduled to rule out obstruction, however, the patient was in acute renal failure in the ICU and the healthcare team was reluctant to give contrast for the CT scan. Log files were sent to the manufacturer for analysis and no notable alarm conditions or parameter changes were noted. The manufacturer informed the site that obstruction could not be determined based solely on log file analysis. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2019 at 6:27:19 through (B)(6) 2020 at 12:22:00. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas. Multiple attempts for additional information were sent to the customer and no further detail was provided. The hm3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2019 at 6:27:19 through (B)(6) 2020 at 12:22:00. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account also reported that the patient presented to the emergency department for further evaluation for abdominal pain on (B)(6) 2019. It was found that there was a large right rectus abdominus hematoma. The patient underwent embolization of the hematoma in interventional radiology. The patient was transferred to a different floor and developed worsening shortness of breath over the next couple of days. The patient was then transferred to the intensive care unit and found to have pneumonia and sepsis. The patient developed septic shock, severe hypoxic respiratory failure, and acute renal failure requiring crrt (continuous renal replacement therapy). The patient was later found to have had an outflow graft obstruction on the computerized tomography (CT) scan. The patient developed bleeding from their endotracheal tube on (B)(6) 2020. The patient then developed hypotension due to hemorrhagic shock and have a very distended abdomen. The patient was given a transfusion and later developed ventricular tachycardia and became pulseless. Advanced cardiac life support (acls) protocol was implemented along with rapid transfusions and vasopressors. The patient expired on (B)(6) 2020 due to pulmonary hemorrhage/internal bleeding. The heartmate 3 lvad, serial number (B)(6), was not explanted for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists renal dysfunction, sepsis, respiratory failure, bleeding, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2: additional information. Section b5: additional information. Section h1: correction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient expired due pulmonary hemorrhage and internal bleeding. It was reported that the patient was post recent gastric sleeve on (B)(6) 2019 and presented to the emergency department for further evaluation for abdominal pain on (B)(6) 2019. It was found that there was a large right rectus abdominus hematoma. The patient underwent embolization of the hematoma in interventional radiology. The patient was transferred to a different floor and developed worsening shortness of breath over the next couple of days. The patient was then transferred to the intensive care unit and found to have pneumonia and sepsis. The patient developed septic shock, severe hypoxic respiratory failure and acute renal failure requiring crrt (continuous renal replacement therapy). The patient was later found to have had an outflow graft obstruction/thrombus on the CT (computerized tomography) scan. The patient was not a candidate for surgical intervention or a pump exchange. The patient developed bleeding from his et (endotracheal) tube on (B)(6) 2020. The patient then developed hypotension due to hemorrhagic shock and have a very distended abdomen. The patient was given a transfusion and later developed ventricular tachycardia and became pulseless. Acls (advanced cardiac life support) protocol was implemented along with rapid transfusions and vasopressors. The site was unable to resuscitate the patient.